Manufacturer narrative:
This product is not available for evaluation. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of 2 products used in the same patient and reported under manufacturing report number 9616099-2010-00052. Additional information will be submitted within 30 days from receipt.

Event description:
Approximately three years after implantation of two cypher stents, the patient experienced a stent thrombosis and stent fracture, and a vessel dissection occurred during treatment of the stent thrombus. The target lesion was located in the mid left anterior descending branch. The lesion was described de novo, concentric, and flexed. The reference vessel was tortuous and 3.0 mm in diameter. The lesion was pre-dilated with a balloon catheter at 14atms. The first 3.0 x 23mm cypher stent was implanted at the distal portion of the mid left anterior descending branch. A second 3.0 x 23mm cypher stent was implanted proximal to the first stent at 12atms. Post-dilation was performed with a balloon catheter at 14atms. Residual stenosis was 0%. Three years after implantation, the patient experienced chest pain and was admitted to the hospital. Coronary arteriography revealed a thrombus located in the distal edge of the implanted stents. Concentric stent fracture was noted with the first cypher stent. Treatment for the thrombus included balloon angioplasty. During treatment, a dissection was observed on the vessel distal to the first cypher stent. The dissection was treated with two non-cordis stents that were overlapped and implanted distal to the first cypher stent. Anti-platelet therapy included aspirin, ticlopidine hydrochloride, clopidogrel sulfate, and heparin. The patient was also treated with an intra-aortic balloon pump. The physician determined the possible cause of the thrombotic event was due to the stent fracture. The physician felt the stent fracture was due to overlapping implantation. There was no difficulty in wiring or accessing the vessel during the initial procedure. There was good wall apposition of the stent. There was no disease distal to the stent. No ivus was used after initial placement of the initial stenting. There was no pre-existing clot or evidence of a vessel dissection during the initial procedure. The patient did not have a history of any blood clotting disorders. The dissection was not flow limiting. The fractured stent was completely separated; however, the stent did not migrate. The patient is in good condition. No cd or films are available.